Event description:
Additionally, on (B)(6) 2015, the patient was prescribed pain and anti-inflammatory medication. The event is continuing with no further complications being reported.

Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild abdominal pain. Her symptoms included "tenderness, bloating, pain with touch". No further patient complications were reported in relation with this event.